Manufacturer narrative:
Update to d9, h6 (type of investigation, investigation findings, and investigation conclusions) and h10 to reflect device evaluation. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed a liner tear at the distal tip of the sheath, a kink at the distal tip of the sheath and minor soft tip damage. The tip opened as designed. Functional testing was not performed due to the condition of the returned device (liner torn). Dimensional testing was performed on the outer diameter of the flex tip and the liner thickness along the liner tear was measured and both were found to be within specification. A review of provided imagery was performed and revealed non-coaxial interaction between the valve, delivery system and the sheath during the procedure. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for resistance between system components with inability to advance through sheath and sheath kinked were confirmed. An existing edwards lifesciences technical summary has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance and for shaft kinks as a result of the increased resistance: tortuous vessels can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per evaluation of the provided product complaint report, the patient's access vessel had presence of mild tortuosity in the access vessel. Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per case notes, there was no calcification present in the access vessel. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. Per case notes the mld of patient was 5.5mm which meets the minimum required for the esheath of 5.5mm. Steep insertion angle can result in non-coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. The insertion angle was 'deemed correct' per the follow-up information. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100 percent in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. The complaint for sheath liner tear was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned sheath revealed that the liner wall thickness was within specification. No visual abnormalities were observed on the returned sample. An existing edwards technical summary has been documented for root cause analysis on sheath shaft liner tears with normal liner expansion. In this technical summary, a review of liner tear complaint investigations on returned devices over a two-year period found that patient / procedural factors (e.g. Access vessel tortuosity / calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Per report, 'while advancing the commander delivery system with crimped valve through the esheath, and after applying more force, the esheath shaft tore and the delivery system and the valve were no longer symmetrical. Therefore, the whole system was removed as a unit and new devices were prepared'. A review of provided complaint report, mild tortuosity was noted to be present within the patient's access vessel. Vessel tortuosity can create suboptimal angles during delivery system advancement through the sheath. This can be seen through provided imagery, as the system and sheath experienced non-coaxial interaction. The delivery system or balloon catheter can potentially catch on to liner of the sheath and liner tears upon removal. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with sheath shaft liner tears. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. As such, these inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive manipulation, valve caught on liner) may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Review of the provided device photographs indicated the commander delivery system was through the liner of the esheath. A kink was also observed on the commander delivery system guidewire lumen at the crimp balloon area. As reported by our affiliate in (B)(6), deployment of a 29mm sapien 3 valve in the aortic position by the transfemoral approach was planned. Following placement of a 16fr esheath, difficulties were encountered while advancing the sapien 3 valve and commander delivery system through the sheath. After applying additional force, the esheath shaft/liner tore and the delivery system and valve were no longer symmetrical. A kink on the delivery system at the guidewire lumen was observed. The whole system was removed as a unit and new devices were prepared. The new valve was successfully deployed. Angiography revealed a vascular tear. Information regarding possible actions taken for the vascular injury was not provided. The procedure was completed, and the patient was noted to be in observation.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.